Event description:
Resident was found lying on floor on right side, side rail was broken. Resident had two lacerations on right elbow and nose bleed from fall. No other apparent injury noted. On 4/6/94, resident had episode of unresponsiveness to verbal/tactile stimuli, resident transported to hosp for evaluation. Scan revealed an acute frontal infarction. Resident has previous history of arteriosclerosis with old cva. Resident admitted to hosp with diagnosis of cva.device not labeled for single use. Patient medical status prior to event: fair condition. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-94. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.